Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the healthcare provider (hcp) read the pump today prior to a refill and noticed a motor stall message saying pump has been stalled for ~400 hrs. The hcp said, the patient had magnetic resonance imaging (MRI) back on (B)(6) 2025 but the pump has not been read since then. The pump did show a recovery shortly after reading it. Reviewed telemetry mode. They did a refill, and the expected and actual volumes were only off by ~2 ml.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.